Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 10.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. However, it was noted that the balloon was unable to deflate completely, but it seemed that it was able to deflate when pulled out. The device was removed intact and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter with an unknown sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched 7.2cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 10.0mmx20mmx80cm sterling balloon catheter was advanced for dilation. However, it was noted that the balloon was unable to deflate completely, but it seemed that it was able to deflate when pulled out. The device was removed intact and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).